Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xp analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A customer service engineer (cse) instructed the customer to clean the sample splatter build-up around the sample dispense port and the residual serum at the sampling port. Qcs were performed and recovered within ranges. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xp analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on the same analyzer and on an alternate advia centaur xp analyzer. The repeat results were lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
Siemens filed the initial MDR on 23-dec-2024. Additional information (26-dec-2024): siemens further evaluated the event and concluded that sample build-up in the sample dispense port area potentially contributed to the event. The customer is required to clean this area on an as needed basis as per the advia centaur xp operator¿s guide: section 5: performing maintenance, section as-needed maintenance, cleaning the sample tip waste area. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.